Manufacturer narrative:
H6: the device was received by ventec and its electronic records (system logs) were downloaded for analysis; however, the reported issue of no ventilation output could not be confirmed. Ventec then evaluated the device, but was unable to duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient use associated with the reported issue.